Event description:
After the attempt to deliver the stent after dilating the renal ostium with 6.0x20mm balloon, and during the attempt to retieve the stent delivery system back to the guider catheter, the stent came out but stayed in the guide wire. The stent was successfully snared back to the guide. No complication occurred. Stent was removed from body.